Event description:
Ous MDR - after an implantation period of about 5 months, it was reported that the patient was admitted to hospital due to a syncope. Upon interrogation of the device, elevated threshold values were reportedly observed. On 30. October, the day of the planned revision procedure, an asystole of 20 seconds was reported upon interrogation of the device. The emergency button was pushed and nominal mode was activated pacing again properly, only a change in the polarity was observed (at 70 bpm and output 7 v). The lead was successfully repositioned with good measures and remained implanted at that time.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The analysis of the available data confirmed an increase of pacing threshold up to 4 v in (B)(6) 2015. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.